Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report falsely elevated concentrated carbon dioxide (co2_c) results that were obtained on patient samples on an atellica ch 930 analyzer. Quality controls (qcs) and calibrations recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse replaced the external and internal water filters and emptied and flushed the reservoir tank. On a subsequent visit, the cse replaced the degasser, vacuum probe of the reaction washer, reaction washer probe 3, reaction ring segments, reaction cuvettes, dilution probe, and reagent probe 1 (r1). The cse primed the reagent probes and wash ports, performed atellica test protocol (atp), aligned the reaction washer, performed a reverse fill and aligned the reaction washer and sample mixer. The cse recalibrated co2_c and ran qc, autocheck, and a precision study, which recovered acceptably. Siemens further evaluated the event and concluded that a leaking reaction wash probe potentially contributed to the falsely elevated co2_c results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported falsely elevated concentrated carbon dioxide (co2_c) results that were obtained on multiple patient samples on an atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). The samples were repeated on an alternate non-siemens instrument. The repeat results were within the patients¿ clinical presentations. The repeat results were reported, as the correct results, to the physician(s). Falsely elevated co2_c results were obtained on other patient samples; however, the customer refused to provide additional erroneous results obtained on (B)(6) 2024. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00237 on 18-oct-2024. Additional information (01-nov-2024): siemens further evaluated the event and determined that the calibration had low milli-absorbance units (mau) values, which was indicative of a water quality issue. Siemens later determined that the deionized water system that feeds the instrument was not working properly and the issues with the deionized water system were addressed. Siemens concluded that poor water quality from the laboratory¿s deionizing water system potentially contributed to the falsely elevated concentrated carbon dioxide (co2_c) results. The investigation conclusions and investigation findings codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.